Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that onetouch ultralink meter is giving inaccurate high reading of "168 mg/dl." The patient manages his diabetes with any insulin pump. The reporter claimed that on (B) (6) 2010, at 5pm, the patient administered insulin via the insulin pump per the alleged elevated reading of "168 mg/dl" obtained on the subject meter. Subsequently, 15 minutes later, the patient developed symptoms of "cold sweats and discoloration" and reportedly, went into congestive heart failure. Shortly upon the arrival of the paramedics, the patient received treatment with IV (unspecified type). The patient was taken to the hospital where he tested at "118 mg/dl" on a hospital meter. The reported meter readings were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. However, between the tests there was an intervention that would be expected to change the blood glucose. This complaint is being reported because the reporter claimed that the patient developed symptoms and received medical intervention that can be suggestive for acute complications of diabetes after the patient took insulin per an alleged elevated reading obtained on the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.